Event description:
It was reported that the customer was experiencing high blood glucose levels around 600 mg/dl. The customer stated that his insulin pump is not delivering and is not giving any no delivery alarms. The customer also stated that this has happened before but that he just changes his infusion set. The customer then stated that he disconnected and ran a 20 unit fixed prime to try to flush the line out but only a few drops of insulin came out the end. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore consider this report complete to the best of our knowledge.